Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.

Event description:
It is reported the stem would not fully seat, sitting proud. The surgeon used a smaller stem to complete the surgery.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). The stem was returned for evaluation and dimensions taken are within specification. The returned item does not exhibit any damage. The device history records for the stem and reamer were reviewed and identified no deviations or anomalies. This device is used for treatment. A complaint history review was conducted for part# 00434811213. The search identified no additional complaints for the same lot# 63158873. It is noted in surgical procedure to, "[use] the reamers from the trabecular metal shoulder reamer tray" for preparing the humerus. It is observed that the surgeon had used a bigliani-flatow reamer for a trabecular metal humeral stem preparation, rather than using a reamer from the trabecular metal shoulder reamer tray, and this likely caused the event.

Event description:
It is reported the stem would not fully seat, sitting proud. The surgeon used a smaller stem to complete the surgery. It was noted by the surgeon that patient anatomy could have contributed to the issue.